Event description:
It was reported that after ten months of use, the deep brain stimulation patient experienced his tremor symptoms return. Reprogramming the device stimulation was attempted, however, the issue did not resolve. The physician suspected the leads targeted in the globus pallidus interna, gpi were not effectively capturing the patients worsening tremor. Therefore, the patient underwent a lead revision procedure where the leads were replaced per physician preference and two new leads were positioned in the caudal zona incerta, czi. The patient was doing well post-operatively with better control of his symptoms. The leads will not be returned for analysis as they were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db220145dc0, model: db-2201-45-dc, serial: (B)(4), lot: 7070906.